Manufacturer narrative:
Qn#(B)(4). Upon preliminary investigation of the complaint sample, blood was observed to be inside the helium pathway. A full investigation of the device will be completed. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported "fos with severe interference". Additional information stated that there was "severe interference on both ECG and ap waveforms. Fos status ok. As a result, the fos was disconnected from the console and the transducer was used as source for ap". It was also reported that there was "no [medical] intervention [to the patient]. They continued to use the catheter as a standard". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab fos interference is confirmed based on the customer picture provided with the complaint report. Sample was received for investigation. The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing; spots of dried blood were noted within the returned inflation driveline tubing. Upon return, the distal end of the teflon sheath was noted at approximately 41.2cm from the iabc distal tip; and the teflon sheath hub was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. A non-teleflex 3-way valve assembly along with the long arterial pressure tubing was noted connected to the iabc luer; clear fluid was noted within the ap tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. Blood was also noted within the helium pathway. The fos connector and cal key were examined. The fos connecter housing and sensor connection were noted with blood contamination. There was also corrosive material noted around the fos sensor. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted to the housing. The cal key was intact. The customer picture was reviewed; the photo shows the iabp display screen with balloon pressure waveform (bpw) and fos ap waveform. The fos ap waveform appears erratic/abnormal, which is consistent with the reported complaint. Additionally, a fos light bulb signal was noted with a red slash, which indicates that the fos connection was not zeroed. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0059in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The fos connecter housing and fos center post were cleaned; however, the fos center post could not be cleaned of the corrosive material noted around and at the fos sensor. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, and this status was likely a result of the dirty fos sensor. The fos fiber was manually checked for fiber breaks; no fiber break was located. It cannot be determined if the fos fiber is fully intact, damaged or broken. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed around the location of the leaks at approximately from 1.5cm to 1.6cm from the iabc distal tip. Two full thickness abrasions to the bladder were confirmed at approximately 1.5cm and 1.6cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. In summary, the fos was returned with an excess of blood and corrosion damage noted to the fos connector. Due to the dirty fos connector, a light path could not be established between the sensor and the pump. The cause of the complaint could not be determined or replicated based on the returned condition of the fos connector/sample. Unrelated to the reported complaint, there was blood noted in the helium pathway; the intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the dirty fos connector. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "fos with severe interference". Additional information stated that there was "severe interference on both ECG and ap waveforms. Fos status ok. As a result, the fos was disconnected from the console and the transducer was used as source for ap". It was also reported that there was "no [medical] intervention [to the patient]. They continued to use the catheter as a standard". Patient condition reported as "fine".